Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an out of range right ventricular (rv) shock impedance measurement. Technical services (ts) advised shock impedance measurements had been stable over the past year until recently when impedance measurements began to fluctuate. Additional information from the field representative provided the clinic will continue to monitor the patient but no other actions were taken or are planned. Additional provided information rv shock impedance measurements were high out of range. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an out of range right ventricular shock impedance measurement. Technical services (ts) advised shock impedance measurements had been stable over the past year until recently when impedance measurements began to fluctuate. Additional information from the field representative provided the clinic will continue to monitor the patient but no other actions were taken or are planned. This crt-d remains in service. No adverse patient effects were reported.